Event description:
A customer contacted beckman coulter inc., (bec), and reported that the ion-selective electrode (ise) on their unicel dxc 800 pro synchron clinical system was leaking. The leak was not contained; fluid leaked onto the floor. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat. No injuries were sustained by any lab personnel. No erroneous results were generated.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched to the customer site. The fse inspected the system, identified and removed an occlusion from the flow cell drain valve. Failure mode of this event was an obstruction of the ise drain valve. (B)(4).